Event description:
It was reported that the patient had been hospitalized with sepsis and hyperglycemia on (B)(6) 2025. The patient's blood glucose levels were not reported and the pod was not worn. The pod leaked after removing the plastic tab during activation process. Symptoms reported include vomiting, confusion, blurry vision/double vision, and dizziness. The patient was treated with intravenous insulin and zofran, normal saline, and unspecified antibiotics. The patient was discharged on the following day, (B)(6) 2025. The pod was removed and a new pod was applied at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, sepsis and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.